Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level went as low as 40 mg/dl. Troubleshooting for low blood glucose was performed. Customer experienced sensor issues, low reservoir alarm and low battery alarm in addition to low blood glucose levels. Customer was treated with soda and food. Paramedics arrived at the scene, treated the customer and took them to the hospital. Customer experienced a family tragedy and was told their mother only has a few weeks to live which caused them a lot of stress. Customer's urinary tract infection may have caused the low blood glucose levels. Customer performed and passed the self-test.